Manufacturer narrative:
The reported complaint of "the customer is suspecting a catheter leak" was not confirmed during functional testing of the returned solex 7 catheter (lot #161783). No leak or malfunction was observed during testing, and the catheter functioned as intended. The root cause of the customer reported complaint was due to a detachment of start-up kit's (lot #163783) air trap bottom cap, confirmed during the functional testing of the returned suk. Visual inspection of the returned catheter was performed. No physical damage was found on the catheter. Dried blood residues were observed on the balloons and luer tubings. A functional pressure leak test of the returned catheter was performed. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, and no issues were observed. The balloons did not leak during inflation and deflation. In addition, the returned catheter was connected to a known good suk and ran on a peristaltic pump for 10 minutes at a high-speed rate. No leak was found, and the catheter functioned as intended. All infusion ports and lumens were flushed without resistance.

Event description:
After successful hypothermia using the solex 7 catheter (lot # 161783), a rewarming phase was continued. The target temperature was set to 36°c at 0.25°c/h. The patient's temperature got overshot to 36.7°c (exceeded the target temperature) with the thermogard xp ivtm system's (sn unknown) roller pump actively rotating. Subsequently, normothermia was applied with the goal of 36.7°c in max mode. During the process, the cap of the start-up kit (lot # 163783) air trap got detached and thereby caused a saline leak. The customer observed leaked saline on the thermogard system's air trap chamber; however, the customer stated that the thermogard system was not flooded due to the saline leak. The saline bag emptied, and the thermogard system generated an "air trap warning" alarm. The hospital staff provisionally repaired the suk air trap cap and replaced the saline bag. The "air trap warning" alarm was cleared after replacing the saline bag. The customer is suspecting a leak from the catheter and suk. The dwell time of the catheter and the suk was approximately three days. The customer stated that the ivtm therapy was successfully terminated with the thermogard system and continued conservatively. No consequences or impact to the patient.